Manufacturer narrative:
Lens was returned dry, in lens case/vial. There was clear surgical residue/debris on product. Visual inspection found the optic torn and haptic torn and bent. Dimensional inspection found the lens to be within specification. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -6.50/+1.5/001 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2018. The lens was explanted on (B)(6) 2018 due to low vaulting. The lens was not exchanged for another lens. The reporter indicated the cause of the event was unknown.